Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the right atrial (ra) lead was observed to be dislodged. Diagnostic imaging was performed and confirmed ra lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition and experienced no adverse health consequences.